Event description:
A patient reported blood glucose results of "350 mg/dl and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No injury or harm was alleged. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The patient was unable to troubleshoot due to an error 4 messae that was appearing on the display (the issue has been documented on another case). A replacement meter has been sent to the patient.